Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02655. Concomitant medical products: unknown bearing. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision procedure approximately one month post implantation due to unknown reasons. There is no additional information at this time.

Manufacturer narrative:
This report is being submitted to convey that the previous report was submitted in error as only the articular surface was revised. The tibial tray is not reportable.

Event description:
Previous report was submitted in error as only the articular surface was revised. The tibial tray is not reportable.